Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event of the light source not working. The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on february 4, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the table top light source was not working. Another light source was used to complete the case. There was no patient harm.